Manufacturer narrative:
The manufacturer does not know the root causes of this complaint with the limited information provided; one possibility could be that the scalp was closed before the cement (osteovation) was set so that the skin was embedded in the cement while it set; another possibility could be the patches from the cement being too big for the scalp to cover. During the follow-up visit, the rep suggested to the doctor to irrigate the area very well before closing.

Event description:
The doctor performed craniotomy, left the stitches in for 11 days, and a day or so after removing them, the incision site split. It was also reported that osteovation did not mix as well as it usually does, but it still seemed to work well. The doctor thought it has something to do with osteovation sticking to the inside of the scalp.